Event description:
Additionally, it was noted the prescribed antibiotic was doxycycline. The patient was initially non-compliant in taking the prescribed medications, but was started on them again. In addition to the needle aspiration, patient would also undergo two incision and drainage procedures 9 and 16 days after the needle aspiration respectively. The second incision and drainage included packing. Culturing was also performed on these days with no growth noted. It was noted patient is still being seen routinely and the abscesses are resolving following drainage and packing changes. Patient is still on antibiotics. In addition the healthcare professional reported that due to the dental work, patient also has "likely biofilm" that is not related to device. Events ongoing

Event description:
Healthcare professional reported that a patient is experiencing lumps on the right jawline, can feel lumps developing on the left jawline, patient's chin hurts and the genial angle on an unspecified side is "the size of a golf ball¿ after they were injected in the genial angle with four syringes of juvéderm® volux¿ xc. It was also noted "the areas injected with juvéderm® volux¿ xc appeared to be inflamed.¿ treatment is noted as ¿antibiotics and a steroid¿ and that hcp ¿is going to prescribe additional medication.¿ it was noted that the patient had dental work done nineteen days after injection and then on approximately one month after injection, the patient had a tooth (#18) removed. Hcp noted that the adverse events did not start until after the patient had their oral surgery.¿ hcp later reported "hylenex was used to dissolve fillers. Injector aspirated pus at gonial angle which was drained. Patient now has swelling in left cheek. Patient is still on antibiotics (doxycycline) and steroids. Event is ongoing at this time. Patient was concomitantly injected with seven syringes of juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) later reported increased pain and swelling. Hcp reports abscesses are resolving now after drainage and packing changes. Still on antibiotics." Hcp notes "patient has been non-compliant in taking the requesting medications prescribed."

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, b7, h6, h8.